Manufacturer narrative:
Medtronic received the following information from the journal article entitled: cost-effectiveness analysis of endovascular versus open repair of abdominal aortic aneurysm in a high-volume center. Patrick canning, wael tawfick, nicola whelan, niamh hynes and sherif sultan journal of vascular surgery 2019 vol 70, issue 2. Https://doi.org/10.1016/j.jvs.2018.11.018. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Talent stent grafts were implanted in patients for endovascular aortic repair. The following events were reported: serious injury: re-intervention thrombo-occlusive disease rupture prosthesis infection pseudoaneurysm hematoma perioperative complications- renal complication dialysis cardiac complication myocardial infarction respiratory complication stroke bowel ischemia lower limb embolization death-patient deaths were also reported, however there is no causal link that a medtronic device may have caused or contributed to the deaths.